Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of fibrosis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right eye. On one day post op, "the xen stent tip was exposed, so went to minor or to cover with conj". Then "a partially exposed different piece was removed" on a later date. "Then entire xen was explanted"roughly a month later. It was also noted the patient "has had subsequent scarring of conj after failed xen".